Event description:
Reporter indicated that during a generator replacement surgery, intra-operative sys diagnostics testing resulted in high lead impedance with the new generator, indicating a possible lead malfunction. The surgeon elected to replace the generator only and reschedule a date to replace the pt's implanted lead. Revision surgery is likely.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.